Event description:
A report was received that the patient had developed an infection at the pocket site. The infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.